Event description:
In 2008, the pt reported experiencing very low and very high blood glucose readings (40-500 mg/dl) for the last 3-4 weeks and he is not feeling well. His target blood glucose range is 90-130 mg/dl. He stated that the rubber around the buttons of the infusion device are peeling and he believes the device is not delivering insulin properly. He stated he is hypoglycemic unaware and he lowered his basal rates by 1/10th of a unit and he bolused through the infusion device to lower elevated readings. He stated that low blood glucose is due to being out in the heat. The pt was sent a replacement infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.